Event description:
Customer reports dry cough and sinus infection. Md seen and recommended discontinued use of the soclean with their CPAP and prescribed an antibiotic.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that after the customer discontinued the use of the soclean, the symptoms did not clear. It is not unreasonable to assume that the customer has other contributing factors that contribute to his cough/sinus infections.